Event description:
Analysis of the ins found that it was fuctionally okay with insignificant anomalies.

Event description:
It was reported that the patient had an infection at wounds at the device pocket and right side implant. The patient also experienced a fever and their spinal incision was draining. The type of infection was unknown but a culture was taken from the lumbar region. It was unknown if antibiotics were needed. The device was explanted on (B)(6) as a result of the infection. The device was not replaced so the patient was not receiving therapy. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 97791; serial# unknown, product type accessory (x2); product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the ins found that it was fuctionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.